Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented for routine follow-up with nonsustained lead noise alerts due to diagnostic anomaly. Reprogramming was recommended.